Event description:
It was reported that the procedure was to treat an in-stent restenosis in the external iliac artery with mild calcification and heavy tortuosity. The 8x20 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance to the lesion and inflated once to 10 atmospheres (atm) for 20 seconds and ruptured. A new armada 35 pta catheter was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on the information provided, the reported balloon rupture was likely due to case circumstances. It is likely that the balloon rupture occurred due to interaction with lesion calcification or the stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.